Event description:
It was reported to baxter puerto rico on (B)(6) 2013 by the nurse that there was a system error (se) 2367 alarm on a home choice machine during testing in the pediatrics department. There was no patient involvement. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.